Event description:
When the instrument was removed it was observed that part of the ceramic beak had broken off. Two pieces of the ceramic beak of the resectoscope obturator were seen in the patient's bladder. Two pieces were flushed out of the bladder. Dr was operating on patient at the time.